Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted and all buttons function properly. However, the esc button on the device had corroded keypad trace. The device had battery tube threads cracked, cracked belt clip slot, broken reservoir tube lip, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer does not recall any significant event leading to the alarm, but she did receive the wrong pump. The customer's blood glucose level was 103 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.